Manufacturer narrative:
H.6. Investigation summary one sample received from cavity 43. The part was inspected. It was noted that the cannula was pulled back into the part. In addition, 3 photos were received from the customer: photo 1: 1-unit side view, photo 2: internal view of the cannula, photo 3: side view shows the cavity number. A short pin was observed in the returned units and customer photos. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The most probable root cause is an overheated core pin, which was possibly caused by a temporary blockage of a cooling flow., this condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. Investigation revealed that this mold runs infrequently. The most recent productions of this batch occurred in january 2020 and june of 2018. The investigation concluded that this unit was molded in sub lot 8156644. All quality checks for that lot were performed per established quality controls and passed, therefore there is no reason to suspect that cooling of the pin was interrupted for a long time. Retain samples for this lot were no longer available but retain samples from the lot molded in january 2020 were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, such as a temporary blockage of a cooling flow. Customer complaint trends are evaluated on a monthly basis and currently do not indicate the need for a formal corrective action. However, a notification of awareness has been sent to the manufacturing department. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd threaded lock cannula luer seemed shorter than normal. This was discovered during use. The following information was provided by the initial reporter: the luer seems to be shorter than usual.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd threaded lock cannula luer seemed shorter than normal. This was discovered during use. The following information was provided by the initial reporter: the luer seems to be shorter than usual.